Event description:
It was reported that t:slim x2 pump battery would not charge when connected to power. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to plug tandem wall adapter into outlet known to work and leave pump connected for at least 30 minutes so charging could begin, and technical support planned to follow up for outcome since no additional information was received.